Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced driveline damage above of the modular cable, the braided cable sheath had some fraying. There were no exposed wires and no alarms were triggered. After reviewing the event log file, no unusual alarms were noted. The damage appeared to be cosmetic and rescue tape was applied.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the outer jacket of the patient's pump cable. The submitted images captured unraveling of the outer jacket of the pump cable. The underlying armor layer was exposed; however, the bionate was not exposed. The last image showed the damaged area being covered by rescue tape. The damage appeared to be cosmetic only. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it." In addition, "alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". No further information was provided. The manufacturer is closing the file on this event.